Manufacturer narrative:
Patient developed a superficial burn on leg, however this is an expected side effect from laser treatments. Aloe vera gel was given for preventative care as part of the healing process. Device's yag wavelength chamber was found to be delivering unstable readings/higher energy output, so the service technician replaced the affected chamber and performed calibrations/alignments. Once the device was repaired, the laser system was then found operating as intended. This is reportable because the device malfunctioned and required system repairs to address the issue.

Event description:
Device used in laser procedure was found not operating as intended, resulting in patient burn.